Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the catheter was explanted and replaced on (B)(6) 2016. The catheter was disposed of according to biohazard instructions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. On (B)(6) 2016, the patient reported that the current regimen was not helping their pain significantly. Fentanyl and bupivacaine were added to the pump on the same date. On (B)(6) 2017, the patient reported that the current regimen was helping their pain significantly. The event resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided via a clinical study reported the patient's weight was (B)(6) lbs. The cause of the occlusion was unknown. It was noted the catheter was patent but sluggish.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 20 mg/ml dilaudid at 4.852 mg/day via an intractable pump for non-malignant pain. It was reported that the patient had possible withdrawal symptoms. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 17:49. The patient reported cold sweats and dizziness for the past few months on (B)(6) 2016. The event was noted to be possibly related to the device or therapy and not related to the implant procedure. Other etiology was unknown at the time. No action was taken and the event was noted to be ongoing. A pump check was recommended at a visit on (B)(6) 2016, but was not completed. Additional information received from the healthcare provider (hcp) via a clinical study indicated a catheter access port (cap) contrast study on (B)(6) 2016 gave results of a sluggish (partly occluded) catheter, but patent. The plan was to replace the catheter and move it higher. It was further reported that the device diagnosis was updated to catheter occlusion.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that a surgical intervention noted as the catheter revised was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.